Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for inform meter system 2 (s/n unknown, strip lot 551249, exp. 06/30/2011). Reference medwatch report with (B)(6) for the suspect device system for inform meter system 1 ((B)(4), strip lot 551249, exp. 06/30/2011).

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 74 mg/dl (inform meter (B)(4)) and 47 mg/dl (unknown inform meter) no actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.